Event description:
Information was received from a patient receiving an unknown drug via an implantable infusion pump for malignant pain. It was reported that a couple of months ago the patient started noticing that the pump was getting hot, saying they "think it's burning their skin on the inside", and that on the device "it got a bump like swollen" and when they touch it it's hot. The patient was redirected to their managing healthcare provider (hcp), but the patient mentioned that their 'hcp left already' and they didn't currently have a managing hcp. The patient was sent to the emergency room last sunday morning, (B)(6) 2026, and were still in the hospital. When asked about medication, the patient was unable to provide but mentioned that next month they'd have their refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.